Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However there is possibility that the reported event was caused by aging of the main lamp or the life of the main lamp due to long-term use, because more than 10 years have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus italy repair center for evaluation. The evaluation of the device by olympus italy repair center confirmed the following; the reported phenomenon was not reproduced. The reported event appeared to be caused by defect of the main lamp or the igniter board. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user turned on the endoscopy system before endoscopic ultrasound for diagnosis and surgery, the main lamp of the device did not light and the emergency light worked. The procedure was completed using the same device. There was no report of patient injury associated with this event.